Event description:
The representative reports that the impedance on the lead is greater then 2500 ohms. Threshold is over 5.0 v. Sensing is ok and steady. At this time the lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.